Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the lcd display was showing an atypical red background. Further investigation of the lcd board revealed incidental finding that component fb22 was partially detached due to the soldering connection being fragile. The component was then fully detached, and further observation revealed that one of the soldering pads connected to the component fb22 was detached from the lcd printed circuit board (pcb) ; component fb24 was also detached to inspect the components soldering pads, no issues were observed with the component or the soldering pads. The reported event of difficulty connecting the black power cable connector nut to the battery clips was confirmed. The returned system controller was connected to the returned 14v battery clips and resistance was encountered while tightening the black power cable connector nut to the battery clip lemo connector; however, the black power cable connector nut was able to fully thread into the connector despite the encountered resistance. The white power cable connector nut was connected and fully threaded to the clip without any issues. The returned system controller then supported a mock circulatory loop without any atypical alarms being produced, including when manipulating the power cables by hand. A manufacturing analysis task was completed to address the connection issue between the returned controller and battery clips, and cross threading damage was observed on the black power cable connector of the returned controller. The investigation concluded that the connector nut damage is not manufacturing related. A possible root cause was narrowed down to damage caused when the patient attempted to connect the black power cable. The log file downloaded from the returned system controller (serial number: (B)(4)) contained approximately 2.5 hours of relevant data ((B)(6) 2021 from 13:55:56 to 15:04:48, (B)(6)2021 from 09:44:12 to 11:16:47 and (B)(6) 2000 per the timestamp). There were no notable alarms observed in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event was determined to be damage on the threads of the controller¿s black power cable connector nut; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 13dec2020. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, provides guidelines for connecting and disconnecting the power cable connectors, including how to properly tighten and loosen the connector nut to avoid damage. Under ¿guidelines for power cable connectors¿, the handbook states ¿tighten the connection between the connectors by turning the nut on the connector. Hand tighten the nut; do not use tools. Do not twist the connectors when turning the nut¿. Heartmate 3 instructions for use section 2, entitled ¿system operations¿, describes the user interface different functions and how to use them appropriately. This section also indicates the patient to use a daily system controller self test to check the audible and visual alarm indicators on the user interface. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller power cables. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the system controller power cables. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the account noticed a higher difficulty than normal when connecting the nut of the black power connector of the controller to the battery clip. No technical issues occurred. No damage of the equipment occurred. The battery clips were exchanged. The same issue occurred only with the black nut of the back controller cable. The connection to the mobile power unit (mpu) and power module (ppm) were also checked and were uncomplicated. The account suspected an issue with the screw thread of the black nut.